Event description:
It was reported that a patient underwent a lateral perineotomy procedure on (B)(6) 2021 and suture was used. Post-operatively, on (B)(6) 2021 it was found that the wound suture was not absorbed, and the suture raised from the tissue, the patient complained of pain. The hospital removed the stitches and stated that no similar situation had occurred with the domestic suture brand used previously. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional information was requested, and the following was obtained: was there any medical or surgical intervention performed to treat the pain (re-operation; re-suturing; prescription steroids; antibiotics prescribed)? Keep perineum clean without special treatment. Does suture removal was performed during a surgical procedure or just routine removal at the doctor's office? Unknown. What is the patient¿s current health status and condition?discharge smoothly. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.